Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer continued to use the pump for insulin therapy. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.